Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the alerts recorded in the memory log. However, he was unable to duplicate the alleged malfunction, and no components were replaced. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).

Event description:
It was reported by a customer that during patient use, the 840 ventilator generated a low battery alert. The patient was transferred to an alternate ventilator. There was no reported patient injury.